Event description:
It was reported via repair work order that the height adjustment was stuck and the cot could not be lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by instructing the customer how to properly adjust the height on the cot.

Event description:
It was reported via repair work order that the height adjustment was stuck and the cot could not be lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.